Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the device keypad has an unknow issue. There was no patient involvement.

Manufacturer narrative:
A review of the device history record for sn (B)(6) was performed from date of manufacture 09/10/2019 to the present date 1/11/2021 and confirmed that this device was previously returned for servicing. Device had similar service repair history and there were no production failures indicated on the source device. The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer.

Event description:
The customer reported that the device keypad has an unknown issue. There was no patient involvement.